Event description:
It was reported that the pt with a history of two myocardial infarctions underwent a triple CABG procedure on 9/13/1996. On 9/15/96, a sheath introducer, which had been inserted in the right internal jugular vein either became disconnected or separated in some manner. Air entered the pt's circulatory system causing a massive air embolism to the brain. The pt expired.